Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a centrifugal pump console lost power during procedure. There was no report of patient injury.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to confirm the reported. Subsequent functional verification testing was completed without issues and the unit was returned to service.